Manufacturer narrative:
Upon investigation, the technician could not observe any malfunction. The lift functioned as designed. According to 7se125213 rev. 02 "extension arm multirall", hill-rom states that the user shall make sure that the q-link is properly positioned into the carriage hook and that the lift strap is safely attached to the hook. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Investigation indicated that there was no evidence of a malfunction. Hill-rom was unable to duplicate the alleged condition and the device performed as designed. Hill-rom retrained the account's staff on the proper usage of the lift. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that during a patient transfer, the q-link of the lift detached from the s65-carriage causing the overhead motor to land on the patient's stomach. There was no patient/user injury reported. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).